Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's representative felt the patient's therapy had turned off but did not confirm. The patient's representative told the manufacturer representative (rep) that the patient had some symptoms returned in the last two days. The rep would follow up with the patient. Additional information was received from the manufacturer representative (rep) that the patient does not have the cognitive ability to change out the antenna on the recharger and asks that a replacement recharger with attached antenna be sent to the patient. Rep also stated that the patient's programmer was not lost, it will not power on even with new batteries. Additional information was received from the manufacturer representative (rep) that the patient's therapy has not been confirmed to be on or off until a new programmer is received. The patient¿s caretaker confirmed that their cognitive issues are not greater than what is typically seen. Once a recharger is received, the patient will charge their ipg and then confirm if the therapy is on. If off, she will turn therapy back on. Later on the same day, the rep reported that the recharger was received and the patient was able to fully charge their device. The patient verified that therapy was on and that had not turned off at any time. Symptoms were un related. Additional information received from the manufacturer¿s representative (rep) reported the patient programmer didn¿t power on with new batteries, so a new programmer was ordered. The issue was now resolved, and the patient¿s device was on and providing therapy. In addition, the patient was able to charge with their new recharger.